Event description:
The customer contacted baxter's service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 1 of 1. The home patient (hp) stated the hc displayed high drain 101 when they the powered on the hc. The hp stated that they did not feel overfilled. The technical service representative (tsr) instructed the hp to contact the registered nurse (rn) and inform the rn of high drain 101. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient has not had any reoccurrences of the alarm on the new cycler. She stated that the patient has been able to continue therapy on the cycler successfully with no further issues. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.